Event description:
The account alleged that the CPR linkage fell off. The linkage was replaced the CPR valve is pulling out when the pedal is pushed but the head section will not go down. The head lower electrically.

Manufacturer narrative:
Technical support instructed the account to replace the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.